Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01083. The revision reported in this event was likely the result of prosthesis wear and a degradation of the bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening after being implanted for approximately 12 years. The extent and root cause of the prosthesis wear cannot be determined as the device(s) were not returned for evaluation, and images, radiographs, and operative notes were not provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report 2 of 2 for this event. It was reported a patient underwent an initial right total knee arthroplasty. Subsequently, the patient experienced pain, discomfort, ambulation difficulties, balance problems and component loosening. As a result, eleven (11) years, ten (10) months later, the patient underwent a right total knee revision procedure due to loosening and prosthesis wear. No further patient impact was reported. No additional information is available.